Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the steerable guide catheter(sgc) preparation, dilator's flush port was unable to hold column. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak during prep was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak during device prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.